Manufacturer narrative:
Taper - rapidport ez strain relief. Device evaluation summary: a visual examination was performed on the returned rapidport ez with strain relief. The band tubing was separated approximately 1 inch past the ss connector. The strain relief was noted to be separate from the port. Blue particles were noted on the port tubing. Needle marks were noted on the port septum. Scratches were noted on the port housing. Black particulate matter was noted on the port base and port holes. A port leak test was performed, and no leakage was noted. An air leak test was not feasible, as only the rapidport ez with strain relief was returned. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the end of the band tubing, separated approximately 1.5 inches past the ss connector, was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Non-penetrating nicks/marks were noted on the port tubing junction. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing, the port base, and the port holes. The end of the strain relief was noted to have striated edges, consistent with damage from a surgical tool. Device labeling is addressed as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system had local anesthesia, and a break was identified in the system between the reservoir tube and reservoir itself. Patient never had the sensation of band and the physician was never able to have the correct band fill adjustment. A test of the system was done which proved there was a leak in the system due to puncture. Port was removed and replaced.